Event description:
Injuries were reported based on a presentation received during the recent acc (american college of cardiology) meeting. These complaints brought up were likely to involve the use of the navistar thermocool catheter with the hansen robotic system. The labeling of hansen robotic system contraindicates the use for ablation, thereby representing off-label use. Two of the complications were cardiac pops/tamponades during ablations which were successfully treated with pericardiocentesis.

Manufacturer narrative:
There were two separate occurrences to this injury mentioned. Event related to another devices.